Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported non-sustained oversensing and crosstalk was noted via follow-up remote. Review of session records noted loss of capture on the competitor right ventricular and left ventricular leads. Programming changes were made. Patient was stable.